Event description:
Customer alleged blood glucose on the advantage system of around 450 mg/dl, while experiencing symptoms of low blood glucose; customer took 10 units "regular" insulin based on meter result. One hour later, customer retested blood glucose on the advantage system and obtained a result of approximately 350 mg/dl. At this time, customer reportedly began sweating and vomiting. Customer stated that emergency medical services were summoned 2.5 hours later due to continued low blood glucose symptoms. Customer stated ems measured his blood glucose as 48 mg/dl and treated him with an unknown IV. Customer was taken to the hospital and tested with a blood glucose value of 248 mg/dl. No further treatment was reported. The suspect device is unavailable for return; replacement product was sent.